Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited high capture threshold and r wave amplitude variation. The lead explanted and replaced. The patient was stable.